Manufacturer narrative:
Device evaluation summary: a kink was visible on the distal shaft. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 9th distal stent wraps with struts raised. Although stent meets od dimensional measurement criteria the stent deformation confirmation is based on the failed visual inspection. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to harden bloody in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a moderately tortuous, and calcified lesion located in the distal circumflex (cx) artery. The device was inspected with no issues noted. Negative prep was performed without issue. It was reported that stent deformation occurred in vivo during positioning/advancement. It was stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The patient was reported to be alive with no injury.